Manufacturer narrative:
The affected ventilator was manufactured in september 1999. The investigation was based on the reported event information and a photograph of a log file extract. The complete log file and further information regarding the device analysis were not available as the customer did not perform a repair and decided to replace the device. The photograph of the log confirms that on (B)(6) 2019 at 4:48pm the device alarmed for ¿device failure 13.99.130¿ and performed a warmstart. As the device could not be analyzed and a complete evaluation of the log file was not possible, a root cause for the malfunction could not be determined. In case the device detects an internal deviation that affects its proper function, a warmstart gets initiated in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the warmstart (duration approx. 8 seconds), the ventilation is continued with the latest parameters.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita xl restarted during use and alarmed 13.9.130. There was no patient injury reported.